Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that the dryline of a rt265 infant dual-heated evaqua2 breathing circuit was damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4) . Method: the complaint (B)(4) infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in new zealand for evaluation where it was visually inspected. Results: visual inspection of the complaint device revealed that the dryline cuff was found split next to the parting line. Conclusion: we are unable to determine what caused the reported event. All (B)(4) infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the (B)(4) infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative, that the dryline of a (B)(4) infant dual-heated evaqua2 breathing circuit was found damaged. There was no patient involvement.